Event description:
It was reported that the rv lead had fractured as the sensing integrity counter was high and noise was on the stored non sustained tachycardia episodes. The impedance trends were stable. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.